Event description:
It was reported that the patient experienced a recent increase in pain. The patient's pump was filled on a monthly basis. A low battery alarm was displayed on (B) (6) 2009, none before or since that date. At pump refill, on (B) (6) 2009, the expected refill volume was 4.3 ml; only 0.5 ml was able to be withdrawn. The device was not yet removed due to insurance and financial issues. No patient injury was reported.

Manufacturer narrative:
(B) (4).